Event description:
Arthrex dissector (B)(4) spit out metal shavings into left wrist of pt. Shaver kept and shown to arthrex representative. Arthrex shaver given to clinical engineering for follow up. No apparent injury to patient, although the long term impact is unknown.======================manufacturer response for dissector, coolcut (per site reporter).======================operative report states that the device was shown to the sales rep who was in the or, but I do not know what the response was.